Manufacturer narrative:
D2b - procode - corrected.

Manufacturer narrative:
Two samples were received for evaluation. Visual inspection was performed. The trach tube was then submerged underwater to facilitate leak detection. No cuff leakage was observed. The root cause was unable to be established. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that leakage from the cuff was observed several times approximately 2 hours after intubation. The tube in the patient was changed as a result of the leakage. The same health care professionals did all the procedures, and the inflation of the cuff was done as always. There was patient involvement, and no patient harm/adverse event occurred.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.